Event description:
It was reported a patient that had undergone a successful placement of a stent in the rmca (right middle cerebral artery) 6 month ago now has in-stent restenosis. An attempt was made to treat the stenosis using a guidewire and balloon catheter. However, during the procedure patient developed a tear in the rmca causing a sah (subarachnoid hemorrhage) that was treated with platelets and balloon inflation at the tear which stopped the bleeding, but then a small clot was noted at the r supraclinoid ica (internal carotid artery). This was treated with a half dose of repro. Patient left the procedure room in stable condition with flow restored to the rmca. Patient was discharged home.

Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it was implanted into the patient. The cause of the user's experience is unknown.